Event description:
Consumer complaint of low blood results. Previous results were 79, 47, 49, 50, 89. Control solution test in range. Back to back blood tests were 86mg/dl and 130mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).